Event description:
It was reported that the external pulse generator's "low battery" light did not come on. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the "low battery" indicator light did not come on. Analysis did note that the lower case was broken and that the heart lead flex was broken during repair. (B)(4).